Event description:
A report was received that the patient is experiencing inadequate stimulation due to high impedance contacts. The patient will undergo a lead replacement procedure.

Event description:
A report was received that the patient is experiencing inadequate stimulation due to high impedance contacts. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient will not undergo a lead revision. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.